Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched case.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 165 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.